Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). A visual and functional examination of the complaint device could not be performed since the device was disposed and not returned for analysis. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used in the kidney during a laser lithotripsy of renal calculi procedure performed on an unknown date. Reportedly, the laser unit used was a lumenis 100w. According to the complainant, during the procedure, the laser fiber ball tip broke off inside the patient. The physician did not retrieve the ball tip as it is expected to pass naturally without issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.